Event description:
Additional information was received from the patient. The patient reported that the surgeon was aware of the situation and felt the problem would clear up completely with time. The patient stated that they received a new stimulator which corrected the problem and noted that no changes were made to resolve the change in therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicated that the patient was experiencing pain and uncomfortable stimulation. The patient reported that she was feeling stimulation in the wrong location and that it was painful. The patient stated that she had hip replacement surgery on (B)(6) 2017 and noted that it was not related to the device/therapy. The patient reported that she had thought she turned the implantable neurostimulator (ins) off and noted that she still felt stimulation. The patient stated that after the surgery she was told to turn the ins back on and when she did she felt painful stimulation in the wrong location. The patient noted that it felt like a shooting pain straight down her right leg and vaginal area. The patient reported it was very intense when she sat down and that it was like it was stabbing her in the groin area. The patient stated that she was seeing a healthcare professional (hcp) the day of report and that she thought it may have moved during surgery. The patient tried turning stimulation down and even took the batteries out to stop the stimulation but she was still feeling it. The patient was reviewed that taking out the batteries will not turn the ins off. The patient was to follow up with the hcp and noted that the change in symptoms/therapy was sudden. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp reported that the cause of the change in therapy following the hip replacement was unknown. The hcp noted that troubleshooting was performed by the manufacturer and a new programmer was to be sent out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.